Manufacturer narrative:
Analysis of the log files from AED serial number: (B)(6), showed that the AED was manufactured on 9/20/2021 and placed into service on (B)(6) 2021 with battery pack serial number:(B)(6). The device was placed into service without pads being attached, which the AED detected upon its first daily self-test and attempted to alert the user by flashing its red asi and chirping. The AED continue to flash its red asi and chip without any evidence of human interaction to address the AED's condition until (B)(6) 2022 when the battery pack became fully depleted. The cause of the AED not powering on is related to not setting up the device per the manufacturer's recommendations and a lack of maintenance of the AED, specifically, the AED's battery pack. Please note that the ddu-100 series AED is designed to be stored with the pads connector already installed. This reduces the time needed to set up and start treatment in an emergency. The setting up of the ddu-100 series AED is explained in the device IFU.

Event description:
An international distributor reported that a customer's AED would not power on with a dbp-1400 battery pack serial number: (B)(6). They reported that the AED would power on and function normally with another battery pack. They also reported this did not occur during patient use.